Event description:
Attorney reported: in 2007, the pt underwent a hernia repair procedure with placement of a composix kugel mesh patch. As a direct and proximate result of the mesh product the pt suffered multiple and severe painful injuries, including, but not limited to, his hernia being intertwined with the mesh patch, explanation of the mesh, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to his abdominal area, severe discomfort, anxiety, suffering, pain and injuries to his body as a whole. As a direct and proximate result of the mesh patch the pt suffered, "permanent physical injury to his body as a whole".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.